Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during a post clinical follow-up for the EU MDR the doctor mentioned in a survey that the destination sheaths (ccv) tend to leak over time in cases. He said after multiple balloon exchanges and stent placements the valve becomes weak and leaks and tends to get his shoes covered in blood. The procedure outcomes were successful. The patients were in stable condition. The blood loss were less than 250cc's. There was no patient injury, medical/surgical intervention required.